Event description:
I gave birth with a surprise diagnosis of trisomy 21, down syndrome. On (B)(6) 2012 I participated in a test called maternit21 by a company named sequenom. According to the test results my son was negative for down syndrome through the fetal chromosome test however, at birth the diagnosis was confirmed. The initial test was conducted on (B)(6) 2012 with an estimated frame of 5 business days. My genetic counselor reached out to sequenom and inquired about the delay in test results. Sequenom's response to the delay was "it did not work" and they would redo the test utilizing the same blood sample. Four days after the initial test results, I was given a "negative" result of trisomy 21, 13 and 18. Those results were not correct. I have made several outreach calls to sequenom to speak with one of their counselors in regards to the error several times and to notify them of their inaccuracy and as of today, they have failed to respond or acknowledge. They have not changed their statistics on their website and they have not reported their error.